Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net. The pulse generator exhibited back-up vvi operation. The patient was experiencing fatigue and palpitations. The patient was taken into clinic for further troubleshooting. After a device download, the device resumed normal function. No further information was reported.